Event description:
The dr reported that he 'lost' the PICC line and had to use a snare to retrieve the PICC catheter from the pt's heart. Through discussion the doctor had not pushed the PICC catheter far enough onto the metal end attachment. He acknowledged that this was a user error but asked if it could be made clearer in the instructions to put the catheter all the way over the metal end attachment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.